Event description:
It was reported that approximately 6 months post implantation of 3 xience v stents in the right coronary artery (rca), the patient returned for a 240-day follow-up visit. The patient was not experiencing angina, but was positive for silent ischemia. Per angiography, the proximal rca was found to have 0% stenosis, the mid rca 75% stenosis and the distal 90% stenosis. Percutaneous coronary intervention was performed to the target vessel / target lesion, the target vessel and a non-target vessel, resolving the event. There was no adverse sequela reported and no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the xience v everolimus eluting coronary stent system, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other xience v stent, referenced is being filed under a separate manufacturing report number.